Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported the infusion set is leaking from under the adhesive pad. Caller stated she noticed the issue when the infusion site was wet and smelled of insulin. Caller reported she experienced elevated blood glucose level up to 20 mmol/l; was able to self-treat. No adverse event reported. Requested alleged device for evaluation and replacement was sent.